Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic sigmoid colon resection, several handles cracked with the proximal rectum and multiple loads were used to complete fires. While using the first 2 handles, the staple burst at staple line showing poor staple formation. Then the last 3 handle that used resulted a staple line incomplete central to distal part. After this, they used a circular stapler where in staple line incomplete was observed and a partial donut that was left behind when the stapler was pulled out and had to be retrieved with a scoped. The handle was only turned two full rotations and a click was heard. More staples had to be opened and loaded and more dissection needed that extends the surgical time more than 30 minutes since over sewing was also done to complete the case.